Event description:
It was reported that during a unknown procedure, 2 pieces of ld111 were used in one surgery and the plastic of every piece ripped during the surgery. Not noted how case completed. No patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.